Event description:
It was reported that a red alert was triggered due to high of range shock impedance measurements involving this device and electrode. A review of the device data by technical services (ts) noted that the device recorded two out of range measurements with an open circuit and beeping tones were emitted. In addition, noise likely compatible with myopotential oversensing was discussed by ts. Ts discussed recommendations to determine the root cause of the reported case. It was noted that all the sensing vectors were flat and x-ray showed evidence of an electrode fracture. The system was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was triggered due to high of range shock impedance measurements involving this device and electrode. A review of the device data by technical services (ts) noted that the device recorded two out of range measurements with an open circuit and beeping tones were emitted. In addition, noise likely compatible with myopotential oversensing was discussed by ts. Ts discussed recommendations to determine the root cause of the reported case. It was noted that all the sensing vectors were flat and x-ray showed evidence of an electrode fracture at the sense b sensing node location. The system was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.